Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a smartpulse ide clinical study, a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and when the catheter was pulled out of the body, there was char on the tip of the catheter. Blood was located inside the actual catheter. There were no issues related to temperature or flow. The patient was anticoagulated, and the activated clotting time (act) was greater than 350 before ablation. The lowest act was approximately 330, at which point, more heparin was given. The patient has not exhibited any neurological symptoms since the procedure was completed. No adverse patient consequence was reported.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. It was reported that during a smartpulse ide clinical study, a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and when the catheter was pulled out of the body, there was char on the tip of the catheter. Blood was located inside the actual catheter. There were no issues related to temperature or flow. The patient was anticoagulated, and the activated clotting time (act) was greater than 350 before ablation. The lowest act was approximately 330, at which point, more heparin was given. The patient has not exhibited any neurological symptoms since the procedure was completed. No adverse patient consequence was reported. Photo analysis: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, no char was observed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).